Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a diagnostic laparoscopy procedure. Reportedly, the seal disengaged and the housing broke apart. All parts were removed. No pt injury was reported.